Event description:
During a cryoablation procedure performed in (B)(6) using the arctic front catheter, there was visible blood in the catheter and coaxial cable. The cryoconsole showed system notice error 50002 (the system has detected an electrical component failure). The pt had st elevation.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the u.s. The product was returned and investigated as follows: analysis of failure files confirmed the reported system notice error 50002 and also showed system notice errors 50005 and 50006 (see descriptions below). Visual inspection showed the presence of blood in the catheter. Functional tests were performed: pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Dissection also showed that the thermocouple wires were broken at the soldering point at the coil. Items 2 and 3 described above triggered the fail-safe system (notice errors 50002, 50005 and 50006), stopped the injection and disabled the vacuum. System notice error 50005: the safety system has detected fluid in the catheter and stopped the injection. System notice error 50006: the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum. Corrective actions were initiated to address items discussed above.